Event description:
During a sphincterotomy in the biliary system, the physician used a cook endoscopy howell d.a.s.h. Ii sphincterotome. During the procedure, the cutting wire broke. Evaluation of the affected device revealed that 5mm of the broken cutting wire had detached and was not included in the return. The location of the detached piece of wire is unk. The info provided indicated that nothing had to be retrieved from the pt and no adverse events were observed.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. The cutting wire has broken 3mm from the distal end, rendering the device inoperable. The handle was separated from the outer sheath. After reattaching the handle to the outer sheath, the cutting wire could be extended from the sheath and measured. A small portion of the cutting wire, approx 0.5cm, was missing. The area of the break is blackened and charred. Bends are also noticed in the catheter. No discrepancies or anomalies were observed during a review of the device history record for this device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. Conclusions: we were unable to conclusively determine a cause for this observation because the actual use conditions could not be duplicated in the lab setting. However, we can provide the following comments: a charred and broken cutting wire can occur if the device makes contact with the endoscope when cautery is applied. The instructions for use for this product line caution the user to ensure the cutting wire is completely out of the endoscope when applying cautery, as contact with the endoscope may cause grounding and result in pt injury, operator injury and damge to the device and/or endoscope. Charring and breakage of the drive wire can occur if the pt is not grounded during an application of cautery. The instructions for use for this product line indicate the following: "before using this device, follow the recommendations provided by the electrosurgical unit MFR ensure pt safety through the proper placement and utilization of the pt return electrode. Ensure a proper path from the pt return electrode to the electrosurgical unit is maintained throughout the procedure." Charring and breakage of the drive wire can occur if the device is used with excessive cautery settings. To reference the appropriate cautery settings, the user is referred to the appropriate power unit user's manual by the instructions for use for the dash sphincterotome. A break in the cutting wire can occur if it became lodged on the elevator during advancement or removal from the endoscope. If added pressure is applied to the product while in this position, this could have contributed to the break in the cutting wire at the distal end. Other factors that can contribute to cutting wire breakage include over-flexing of the device and/or manipulating the handle with the catheter in a coiled position. The instructions for use for this product line advise the user to straighten the device prior to handle manipulation. This observation can also be made if the distal end of the catheter is shaped manually. The dash sphincterotome is provided with a pre-curved stylet in the distal tip to aid in optimal orientation, thus obviating the need for manual formation. If the device experiences excessive pressure during endoscopic removal, separation of the outer sheath and handle assembly can occur. This can also occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise, the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Corrective action: no corrective action warranted at this time because this incident may be use and/or procedure related. Prior to distribution, all dash sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The inspection includes a measurement of the cutting wire, a check of cutting wire security and a check of handle/shrink tube security.